Event description:
A nurse reported pinched tubing which caused the vitrectomy probe to not function during the procedure. The system was exchanged after a 45 minute delay to complete the procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).